Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The outer diameter (od) of the distal shaft was measured using and met specifications. Microscopic and tactile examination revealed a kink in the shaft of the device. Microscopic examination revealed the tip of the device slightly flattened and oval in shape. Functional testing was performed by inserting the distal shaft of guidezilla through the hub of the mach1 guide catheter up to the separation. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that upon advancing and removing the device, it was noted that resistance was felt and the device got stuck in the lesion. Target lesion was 75% stenosed, moderately tortuous and severely calcified.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that upon advancing and removing the device, it was noted that resistance was felt and the device got stuck in the lesion. Target lesion was 75% stenosed, moderately turtuoused and severely calcified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device got stuck due to calcification and had difficulty removal. The target lesion was located in the severely calcified right coronary artery (rca). During a percutaneous coronary intervention (pci), a 5-in-6 guidezilla guide extension catheter was used. After the guidewire crossed the lesion, this device was delivered, however this device got stuck due to calcification. After several attempts, they managed to remove it. It was noted that the distal tip was flattened. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.